Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that there is insufficient information to assess association with procedure and/or device. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient coded. The patient was reported to be stable at the time of this report. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.